Manufacturer narrative:
(B)(4). Reports of disconnection of the bend relief from the sealed outflow graft have been address through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt was admitted to the hospital on (B)(6) 2013 for suspected driveline infection and positive blood cultures. A CT scan revealed an area around the driveline and outflow cannula elbow, which possibly contained fluid. He was takin to the operating room today for an incision and drainage of the driveline and pump pocket. A small incision was made at the distal end of the sternum to provide access to the suspected area. Upon entry, a hematoma was noted in the area of the outflow elbow and as the area was evacuated, bright red (oxygenated) blood began to drain in a significant amount. This resulted in emergent initiation of cardiopulmonary bypass in fem-fem manner to attain hemodynamic stability and control the blood at the site. Once good visualization could be achieved, it was noted that the bend relief was separated from the pump housing and there was a sizable hole in the outflow graft, which could not be repaired primarily. A new outflow graft was opened and sewn in an end to end fashion to the remnant of the previously implanted graft. The bend relief was re-attached once hemostasis was achieved and then the outflow graft collar was applied.

Manufacturer narrative:
The report of infection could not be confirmed through this evaluation or through the analysis of vad-(B)(4). It was communicated by the account that the patient underwent incision and drainage of the driveline and pump pocket, but that vad-(B)(4) was ultimately exchanged on (B)(6) 2014. The system was returned assembled with the percutaneous lead (lead) cut approximately 3¿ from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device. The sealed outflow graft bend relief collar was not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the sealed inflow conduit and the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the sealed outflow graft revealed a deposition of tissue-like clotted blood at its proximal end. This deposition was non-laminated and lacked denaturation. Furthermore, the kink observed in the sealed outflow graft bend relief suggests that this deposition could have developed due to a subsequent kink in the sealed outflow graft itself. This would have restricted flow through the graft and potentially inhibited proper surface washing. Evaluation of the pump¿s blood-contacting surfaces upon disassembly of vad-(B)(4) revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The report of a hole in the sealed outflow graft was confirmed through the evaluation of the returned part. Furthermore, the report of a sealed outflow graft bend relief disconnect was confirmed through the photographs that were provided by the account. However, a root cause for this disconnect and the specific time at which it occurred could not be determined through this evaluation. Information provided indicated that the patient was admitted for another issue when it was noted that the sealed outflow graft bend relief was disengaged. The patient subsequently underwent surgery to repair the sealed outflow graft and install a sealed outflow graft bend relief collar. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.